Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer¿s practice as described is not covered by our instructions for use (IFU) hence is considered off label use. It may be of value to review their procedures and protocols to assure proper practice. A review of specimen handling parameters should be reviewed for this tube type. We will continue to monitor ongoing trends. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that during use, there were erroneous results with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: (1 of 2) tubes were used for prp testing and there were erroneous results. Additional information provided by reporter: we ordered these tubes they were described as prp tubes. When we put them in the centrifuge to spin they did not separate, which was last week. When I called bd they explained that these are not for prp. We have not used any of them except the one we tried to spin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, there were erroneous results with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: (1 of 2): tubes were used for prp testing and there were erroneous results. Additional information provided by reporter: we ordered these tubes they were described as prp tubes. When we put them in the centrifuge to spin they did not separate, which was last week. When I called bd they explained that these are not for prp. We have not used any of them except the one we tried to spin.